Manufacturer narrative:
Section h4 (device mfg date) were updated based on returned product download an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre sensor, with the symptoms of bruising and tender. The customer had contact with a healthcare professional, and was prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. No issues were observed with the adhesive. No failure modes were observed on the sensor plug assembly upon visual inspection. The sharp was not returned. An extended investigation is currently pending, and a follow up report will be submitted once investigation is complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the freestyle libre sensor, with the symptoms of bruising and tender. The customer had contact with a healthcare professional, and was prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.